Manufacturer narrative:
This report is being filed on an international product, prism hbsag, list 3a47, that has a similar product distributed in the us, list 6d19. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative prism hbsag screening result. The following data was provided: snbts t161675, tested on (B)(6) 2016 was negative (s/co = 0.86). The hbv dna test for this donation was positive. The unit was not used or transfused into a patient. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of stability data and a review of labeling. No adverse trend was identified for the customer's issue. Testing of the affected reagent lots was not performed, as each lot was expired, however a review of stability data showed acceptable performance of the lots. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.